Manufacturer narrative:
Method: internal device memory reviewed for this incident. Conclusion: subject was in a shockable rhythm, multiple shocks were advised and multiple shocks were delivered, one shock aborted due to the subject's impedance exceeding upper threshold.

Event description:
Subject was not resuscitated. (B)(4).